Event description:
A lead extraction procedure commenced to remove a right ventricular (rv), a right atrial (ra), and a left ventricular (lv) lead due to needing radiation therapy. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. First, a non-philips shockwave device was used in the innominate and superior vena cava (svc) area. Then, with multiple spectranetics devices (16f glidelight laser sheath, visisheath dilator sheath, and 13f tightrail rotating dilator sheath), the rv lead was removed. Next, the 16f glidelight and visisheath were used on the ra lead, but minimal progress was made, so switched to the 13f tightrail. However, advancement was only possible through the svc to the ra, so switched back to the 16f glidelight, and the ra lead was able to be removed. The same 16f glidelight and visisheath were then used on the lv lead and progressed to the ra; however, efforts to pull the lead back were unsuccessful. While switching to an 11f tightrail and traction applied with the lld ez, the patient's blood pressure dropped, and a slight effusion was detected via transesophageal echocardiogram (tee). Rescue efforts began, including a subxiphoid window, and an ra perforation was discovered and repaired. The procedure continued, but the lv lead was stuck in the ra, so the lead was cut. For removal, the patient was placed on bypass and a sternotomy was performed. The remaining portion of the lv lead was removed, and the patient survived the procedure. This report captures the lld ez providing traction within the ra lead, when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
D4/h4) the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3) the lld was discarded, thus no returned product investigation was performed. H6) cardiac perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.